Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, the physician performed patent foramen ovale occlusion procedure in the first affiliated hospital of (B)(6). During the procedure, the device presented with a deformation in shape. The physician chose another, 30mm amplatzer pfo occluder to complete the procedure. The patient is stable.

Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the deformed, bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.